Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated pt developed sore skin on the outlining area of the wafer collar. Prior to the receipt of this complaint she used the product for years without incident. The report also indicated she used cohesive eakin seals previously for rashes and irritated skin with positive results. It was suggested for the pt to use also duoderm products on the affected area. Further info regarding pt outcome was not noted.